Event description:
Healthcare professional reports cracked minicap. Crack noted on both sides of minicap from the middle down to the open end. Noted during use the betadine leak reported. Hp was treated prophylactically with cipro 500mg by mouth, daily for 5 days. No pt injury reported.